Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed but the cause is unknown. A single video showing clinical use of the implicated 4fr single-lumen powerpicc catheter was returned for evaluation. A dripping leak was observed emanating from the catheter shaft between the molded suture wings and the 0cm depth marking. The leak appeared to be emanating from a slightly angled semi-circumferential split in the catheter tubing. Although a leak was confirmed in the returned video, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient visits the outpatient chemotherapy unit for cancer treatment, and when the PICC catheter is opened, it is found to be ruptured at the junction of the branches. The catheter had been inserted in (B)(6) 2025. Delay in cancer treatment. To date, this has not been resolved due to the patient's financial situation, so the catheter is still in place. Patient is in stable condition.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, the patient visits the outpatient chemotherapy unit for cancer treatment, and when the PICC catheter is opened, it is found to be ruptured at the junction of the branches. The catheter had been inserted in (B)(6) 2025. When attempting to remove the catheter, resistance was encountered. A chest x-ray was performed, revealing a loop in the catheter, and its removal was scheduled for the following day in the operating room. Additional information received on (B)(6) /2025. There was a delay in cancer treatment, extra costs for catheter removal, which must be performed in the operating room because it also formed a loop in the vein and must therefore be removed by a specialist (interventional radiologist or vascular surgeon), in addition to the monetary costs of installing another intravascular device. To date, this has not been resolved due to the patient's financial situation, so the catheter is still in place. Patient is currently in stable condition.